Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in both an untreated and inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then discussed possible causes and provided troubleshooting options. An x-ray was completed with no indication of sub-optimal position. This system remains in service. No adverse patient effects were reported.